Event description:
A customer reported seeing a high blood glucose reading on their device display without a specific value, only indicating "high". The customer took corrective action by administering a correction bolus via the pump and declined further assistance or a supply/system check, and the control iq feature was not active. The customer also observed dashes instead of readings on their pump display and declined further consultation with dexcom, although the issue was communicated to dexcom by technical support via email. No additional information on outcomes was received.